Manufacturer narrative:
Citation: pascual I et al. Long term follow up of percutaneous treatment for degenerated mitroflow prosthesis with self-expanding transcatheter aortic valve implantation. Annals of translational medicine. 2020; 8(15):955. Doi: 10.21037/atm.2020.02.120 earliest date of publish used for event date. Medtronic products referenced: corevalve transcatheter aortic valve (PMA# p130021, product code npt), evolut r transcatheter aortic valve (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an observational, prospective study into the long-term results of transcatheter aortic valve replacement (tavr) to replace a failed non-medtronic bioprosthetic aortic valve. All data were collected from a single center between march 2012 and july 2019. The study population included 65 patients (predominantly male, mean age 80.4 years), 11 of whom were implanted with a medtronic corevalve transcatheter valve and 54 of whom were implanted with a medtronic evolut r transcatheter valve (no serial numbers provided). Among all patients, 13 deaths occurred during the follow-up period. Four were from cardiovascular causes, 2 of which were within the first 30 days post implant. No further details were provided about the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, transient ischemic attack (tia), heart failure, major vascular access complications, endocarditis, permanent pacemaker implant, patient-prosthesis mismatch, valve deterioration, moderate aortic regurgitation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.